Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high, out of range pacing impedance measurements since (B)(6) 2011; however all other measurements were stable so the physician had elected to monitor and not perform any intervention. More recently, low shock impedances have been observed. The change in impedances coincided with the patient using biostem equipment. The physician suspects the change in shock impedances was attributed by electromagnetic interference (emi) with the patient using the biostem equipment. No intervention will be performed at this time as the physician is not concerned with a lead integrity problem and has elected to monitor the patient. No adverse patient effects were reported.